Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The t:slim pump user guide instructs the user to only use the syringe and needle provided by tandem to fill the cartridge the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Reportedly, the contact stated that the provided tandem syringe was not used. The contact loaded a new cartridge with a tandem provided syringe and was able to complete load process. There was no reported impact to the customer's blood glucose level. Cold insulin had been used.